Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter a patient experienced an esophageal fistula and "nearly died". The incident was reported anonymously by a family member with no further details provided.